Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken pin. The epg has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the patient connector was damaged. It was also found that the hook assembly was broken, and the seal assembly was missing. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.